Event description:
The customer called to report that he was dumping his pills out of his container, and a plastic piece came out of the medicine planner, in which he almost took with his other pills. When you open the purple row (of the reported defective planner), it looks like the plastic cutting press used during manufacturing of the device may need to be sharpened due to the excess plastic piece leftover (in which customer is reporting on). The customer also suggested that the air pressure that would blow excess plastic pieces way may need to be adjusted.